Event description:
The patient's seizures are at pre-vns baseline but it is noted "difficult to determine due to sporadic follow up, but believe it is about the same." It was indicated that the increase in seizures were not related to vns and due to stress/anxiety. No intervention beyond better anxiety treatment has been planned.

Event description:
It was reported that the patient had been experiencing an increase in seizures. No additional relevant information has been received to date.